Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the front and rear response button switches were damaged and non-functional. The root cause for the broken switches could not be positively identified but was likely excessive force. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, the response buttons on monitor sn (B)(4) were not functional. The last pt to use this monitor did not report any deficiencies.